Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending and circumflex artery (cx). A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon reaching to circumflex artery (cx) lesion without inflating, the balloon ruptured. The device was successfully removed, and the procedure was completed successfully with another of the same device. There were no patient complications or injuries reported.

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending and circumflex artery (cx). A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon reaching to circumflex artery (cx) lesion without inflating, the balloon ruptured. The device was successfully removed, and the procedure was completed successfully with another of the same device. There were no patient complications or injuries reported.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed that at 3mm distal from the bicomponent weld, for a length of 1mm, the guidewire lumen was prolapsed and punctured. At 6mm distal from the bicomponent weld for a length of 1mm, the guidewire lumen was buckled. There was contrast in the inflation lumen and the tightly folded balloon. The punctured lumen would prevent device inflation and therefore, further testing was not completed. Product analysis confirmed the reported event, as the guidewire lumen was punctured.